Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 42 mg/dl. Reportedly, the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Customer was treated with intravenous fluids of dextrose. Customer was discharged (B)(6) 2026.